Manufacturer narrative:
The logbook of the affected device was available for investigation. The logbook was used to reproduce the problem. A temporary deviation of the rotary knob resulted in a high frequency of activation and deactivation of the audio alarm. This led to the error message "alarm system failure". Replacing the rotary knob prevents the error from recurring. As a safety function of the system, the safety software analyzes and checks that the device is functioning properly. If the safety software detects a deviation in relation to the alarm system, the alarm message "alarm system failure" is issued with an accompanying acoustic alarm tone. Ventilation is not affected by this problem. In this error mode, the user can continue ventilation by continuously monitoring the device functions. In the event of another high-priority alarm event, the device would activate the ventilator's secondary acoustic alarm (piezo loudspeaker) in addition to the visual alarm message to acoustically alert the user to this deviation. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to recur. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed the error message ¿system failure¿ during use. No patient injury was reported.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the device alarmed the error message ¿system failure¿ during use. No patient injury was reported.